Event description:
Dexcom g7 cgm gives false high readings when driving your car (heat/sun) during or after showering, wearing a sweater or a coat in winter, or being outdoors in warmer temperatures. After showering, it can also give false alerts to rapid blood sugar decline.